Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. The insulin pump received with cracked reservoir tube lip, battery tube threads, minor scratched display window, reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 148 mg/dl. Advised to return the insulin pump for analysis. Nothing further reported.